Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an overdischarged ins. The antenna locate feature was used to find a good spot for a physician mode recharge. The manufacturer representative was on a second pmr with no sign that the ins was out of overdischarge. It was noted that the ins was tilted in the pocket with the header protruding and the bottom of the ins more deep. It was thought that coupling was very poor based on the description of the ins position. It was reported that health issues not related to the ins or the pain the ins treats were the primary reasons for overdischarge. The patient had a "mesh" procedure that was done that she was dealing with. The last time any stimulation was felt was over 12 months ago. The last successful recharging session was over 12 months ago. It was later reported that a tilted ins was confirmed. It was noted that it was frustrating for the patient to recharge because she never got more than 4-6 coupling boxes. The pmr attempts were not successful. The patient symptoms included no stimulation, and the hcp planned to revise the battery pocket. It was later reported that the patient had not yet had any revision surgery.

Manufacturer narrative:
(B)(4).